Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31079942l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced pericardial effusion that required prolonged hospitalization. Echocardiography after ablation showed pericardial effusion. Timing of adverse event was after the procedure. The patient was observed in the catheterization room for about 1 hour for any increase in pericardial effusion, but there was no increase and the patient returned to the room. There was no significant change in vital signs. Septal puncture was performed with rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not observed. Drainage was not performed. Physician assessment of the health problem is non-serious (moderate/minor). Patient required prolonged hospitalization. Irrigation catheter¿s flow rate setting was always 2ml, 8ml until 30w, 15ml from 31w. Cf monitoring methods included dashboard; vector; visitag. Color settings: tag index. Physician's opinion on the relationship between the event and the product was that it is possible that the thicker-than-usual myocardium and the longer-than-usual ablation may have had an effect. No abnormalities observed prior to use or during use of the product.